Event description:
It was reported that the surgeon was using the laser when it broke at the point of entry to the scope, resulting in a burn to the surgeons thumb. The procedure was completed using another fiber of the same type, with no complications for the patient. The surgeon's burn was low grade, and it was reported that he is in good condition.

Event description:
It was reported that the surgeon was using the laser when it broke at the point of entry to the scope, resulting in a burn to the surgeons thumb. The procedure was completed using another fiber of the same type, with no complications for the patient. The surgeon's burn was low grade, and it was reported that he is in good condition.